Event description:
It was reported that the ilet charging pad did not function, and the user requested a replacement; the user was able to charge the ilet using another charging pad for a different device. Investigation included review of the complaint details. Investigation of this case revealed a charging accessory that failed to provide charge as reported, consistent with a suspected malfunction of the charger component. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of the charging pad.